Event description:
Reprise IV study: it was reported that the patient experienced left bundle branch block (lbbb) and a stroke. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelets medications at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. During the index procedure, a sentinel embolic protection device was used, and the subject was heparinized, therefore the subject was not considered as eligible for intravenous tpa. Event summary: the same day of index procedure, post completion of the transaortic valve replacement (tavr) procedure, the patient was noted with new onset of left site weakness in arm and leg and right sided gaze. Neurologic exam revealed no movement in left arm and left leg, right gaze with abnormal reflexes, cranial nerves, abnormal sensation and muscle strength. National institutes health stroke scale (nihss) score was 18. Computed tomography (CT) scan of head was unremarkable for stroke or hemorrhage. The same day of index procedure, post completion of the tavr procedure new lbbb. A temporary pacing wire was used to treat the event. One day post index procedure, CT angiogram of head and neck, with contrast, revealed embolization occluding the right internal carotid artery (rica) and anterior lateral m2 with embolization and stenosis on right vertebral artery. Two days post index procedure, magnetic resonance imaging (MRI) revealed multiple infarcts on the right side of the brain and multiple vascular territories which suggested embolic events. Angiogram and possible thrombectomy was recommended to treat the event. Rica thrombectomy was performed with multiple angioplasties and followed by stenting of the cavernous segment. Nihss was 5. Three days post index procedure, follow-up CT scan of head revealed ischemic changes of the right frontal and parietal lobes. The etiology of the stroke was ischemic based on clinical symptoms and neuroimaging. The patient was started on aspirin and plavix. At the time of reporting, the event was considered as resolving. The patient was unable to move the left arm, positive sensation was noted and gaze was better. Six days post index procedure, the patient was discharged with aspirin and clopidogrel.

Manufacturer narrative:
Patient ID was corrected from (B)(6).

Event description:
(B)(6) study. It was reported that the patient experienced left bundle branch block (lbbb) and a stroke. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelets medications at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. During the index procedure, a sentinel embolic protection device was used, and the subject was heparinized, therefore the subject was not considered as eligible for intravenous tpa. Event summary: the same day of index procedure, post completion of the transaortic valve replacement (tavr) procedure, the patient was noted with new onset of left site weakness in arm and leg and right sided gaze. Neurologic exam revealed no movement in left arm and left leg, right gaze with abnormal reflexes, cranial nerves, abnormal sensation and muscle strength. National institutes health stroke scale (nihss) score was 18. Computed tomography (CT) scan of head was unremarkable for stroke or hemorrhage. The same day of index procedure, post completion of the tavr procedure new lbbb. A temporary pacing wire was used to treat the event. One day post index procedure, CT angiogram of head and neck, with contrast, revealed embolization occluding the right internal carotid artery (rica) and anterior lateral m2 with embolization and stenosis on right vertebral artery. Two days post index procedure, magnetic resonance imaging (MRI) revealed multiple infarcts on the right side of the brain and multiple vascular territories which suggested embolic events. Angiogram and possible thrombectomy was recommended to treat the event. Rica thrombectomy was performed with multiple angioplasties and followed by stenting of the cavernous segment. Nihss was 5. Three days post index procedure, follow-up CT scan of head revealed ischemic changes of the right frontal and parietal lobes. The etiology of the stroke was ischemic based on clinical symptoms and neuroimaging. The patient was started on aspirin and plavix. At the time of reporting, the event was considered as resolving. The patient was unable to move the left arm, positive sensation was noted and gaze was better. Six days post index procedure, the patient was discharged with aspirin and clopidogrel.